Event description:
Caller reported after changing the insulin cartridge and the infusion set of the infusion device, the patient's blood glucose level was elevated up to 448 mg/dl; took correction via infusion device but no success. Caller stated the patient's blood glucose level was "hi", took correction via the infusion device but again no success and then took correction via pen. No further information available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.